Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate (B)(4) similar complaint with the same failure mode for this serial number. ¿ case: (B)(4) ¿ drop database and conduct full sync 10 29 12 am to 2 am pst med es patient details keep buffering. A review of the device history record for sn (B)(6) was performed from date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was bloated till 10 gb. A technical support specialist initiated file sync on the device. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system encountered a network or hardware issue. Rn try to remove med, after pocket opens for dilaudid, an error notification pops on the screen, "an unexpected error has occurred while recording a transaction, you will be signed out. Sign back in to continue." There were no adverse events or injuries reported based on this incident.